Event description:
It was reported by service report that the scale was not functioning. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the alleged issue with the scale not functioning was not confirmed, as the stryker field service technician visually and functionally tested the bed, and found it to be to specification. However, there is a potential risk to safety with untrained staff not knowing how to use the scale and set-up bed exit.